Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air escapes from the cuff. The event occurred during patient use, and there was no reported patient harm/adverse event.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for investigation without its original packaging. Under visual inspection a tear was noticed in the cuff. During the manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the sample received. It was found that it was not possible to inflate the cuff as it leaks. Because the cuff leak was not observed prior use it is the most probable that the reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A device history record (DHR) review could not be performed as the lot number was unknown.